Event description:
It was reported that the device suffered a broken or damaged barrel clamp. This is a part of the syringe sizer. The barrel clamp was replaced. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 27feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a broken or damaged barrel clamp. This is a part of the syringe sizer. The barrel clamp was replaced. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, left handle, left iui connector, left iui gasket, right iui connector, front door, latch module, and pca lock label. Performed calibration. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 27feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the barrel clamp assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device suffered a broken or damaged barrel clamp. This is a part of the syringe sizer. The barrel clamp was replaced. No additional information was provided. There was no patient involvement.